Event description:
It was reported that the patient experienced trace diffuse lamellar keratitis (dlk), ingrowth and fiber under flap following laser vision correction surgery. Post ¿ operative information: 1 day- visual acuity (va): od: 20/20 os: 20/30; 15 days - os: fiber under nasal edge of flap, visual acuity: od: 20/20 os: 20/25+; 1 month 12 days - os: 1/2 mm ingrowth nasally, visual acuity : od: 20/25 os: 20/20; 2 months 12 days - od: trace nasal diffuse lamellar keratitis (dlk), visual acuity (va): od: 20/20 os: 20/20.

Manufacturer narrative:
Date of event: unknown. Not available at the time of this report. (B)(4) - (ingrowth); (fiber under flap). During follow up with the account they reported on (B)(6) 2014 that medical intervention was required and patient was given lotemax in left eye for 3 weeks. The clinic is reporting this adverse event only and did not request or require field service. Information was discussed with the account and the following was recommended to the surgeon: use an instrument detergent with distilled water as opposed to cleaning his instruments with tap water. Empty reservoir in sterilizer nightly. Stop using talc free gloves. Use non-fragmenting lasik sponge. More aggressive use of topical steroids when the diagnosis of dlk is made. Consider using different microkeratome (currently using moria one use). There is no evidence to suggest the etiology of the dlk is related to the s4 ir system. All pertinent information available to abbott medical optics has been submitted. Placeholder.